Event description:
It was reported that a user experienced a continuous glucose monitor alert indicating sensor reconnecting while using a dexcom g7 continuous glucose monitor (cgm), with glucose readings resuming during the call after troubleshooting and education for cgm signal loss. No adverse clinical symptoms reported. Outcomes included restoration of cgm data without further issues. User support included user education and troubleshooting focused on cgm signal loss. Investigation of this case revealed transient cgm signal interruption with subsequent reconnection, consistent with intermittent communication disruption. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of communication between the cgm and receiving device.